Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated despite the use of two different wands and all troubleshooting suggestions from technical services. A magnet was placed over the device and not tones were elicited.